Event description:
It was reported that during follow-up, the physician noticed increased of pacing lead impedance and high pacing threshold. Noise was not reproduced after performing lead provocative testing and pocket manipulation, patient was fine and will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.